Event description:
Related manufacturer report number: 2017865-2022-43412. It was reported that the stable inpatient presented for a pocket revision due to an infection at the wound site. The pulse generator and left ventricular lead were explanted. A new generator was contralaterally. The patient was recovering in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.